Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found and replaced disconnected restrictor line from vc2. The diluent leak from the disconnected tubing had caused damaged to 376 cpu board and the peltier module, resulting in 376 cpu errors and peltier errors. The 376 cpu card was replaced along with the peltier module. (B)(4).

Event description:
A customer reported there were low vacuum errors, rbc/hct and plt voteouts and flowcell clogs being generated by the hmx autoloader instrument. A field service engineer (fse) was dispatched and he reported a diluent leak of approximately 20cc from the instrument. The leak was contained. No erroneous patient results were associated with this event.